Event description:
During a laparoscopic appendectomy procedure, the disposable loading unit broke and disengaged into the pt's cavity. The surgeon retrieved the catridge laparoscopically without incident. The procedure was completed with another instrument.